Event description:
It was reported that this right ventricular (rv) lead showed a high capture threshold. This rv lead was scheduled for revision. This rv lead remains in service and will not be returned. No additional adverse patient effects were reported.